Manufacturer narrative:
Lot number: 18500024. The ups was returned to the manufacturer for analysis. Analysis found that when installed in a known good system, the ups would not power the system on. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Concomitant medical products: other relevant device(s) are: product ID: 9735787, lot: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the ups needed to be replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the site rebooted the system due to ¿a weird error message¿, and the system would not power back on. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the alert was "unable to connect, 0x1002 please contact it administrator". It was noted there was no power to the main cart, but there was power to the camera cart. The main cart power button did not illuminate but powered on the camera cart into the searching for ip screen. It remained stuck for a few minutes and received the same error message. It was confirmed there was no ac power or battery lights on the back of the uninterruptible power supply (ups). Technical services (ts) had a manufacturer representative disconnect the system from the wall and reseat the battery inputs on the ups then plug into a different ac outlet with no change.